Event description:
It was reported that the pump shutdown while charging. The customer's blood glucose was 136 mg/dl. The pump was connected to a power source and insulin deliveries resumed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.